Manufacturer narrative:
The date of the initial result of 2.65 coi (reactive) was actually (B)(6) 2025. Medwatch field b3 date of event was updated. The testing originally reported as occurring on (B)(6) 2025, with a result of 2.70 coi (reactive), was actually the hiv duo assay and was performed on (B)(6) 2025. On (B)(6) 2025, the sample was also tested using genscreen ultra hiv ab/ag, and the result was negative. Sample material from the patient was requested for further investigation. The investigation is ongoing.

Manufacturer narrative:
There was an allegation of an additional questionable elecsys hiv combi pt results from the cobas 6000 e601 module. Patient 2: on (B)(6) 2025, the initial result was 1.63 coi (reactive). On (B)(6) 2025, confirmatory testing was performed by hiv blot, genscreen ultra, and anti-hiv 1/2. All the results were non-reactive/negative. The provided calibration and qc data were acceptable. It was noted that the customer was using expired qc material. The analyzer alarm trace contained no suspicious alarms. A sample from the first patient was provided for investigation and was confirmed to be reactive (2.56 and 2.52 coi) with the elecsys hiv combi pt assay. However, the sample was only reactive with one hiv specific antigen of the elecsys hiv combi pt assay. The sample is likely to be incorrectly positive, as true hiv positive samples are usually reactive against more than one hiv-specific antigen. Per product labeling for the assay: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redetermination, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination, and other findings. The specificity of the elecsys hiv combit pt assay is <100%. The elecsys hiv combi pt assay performed within specification.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas 6000 e601 module. The reactive hiv result does not correlate with the clinical picture of the patient. The initial result was 2.65 coi (reactive). On (B)(6) 2025, the result from a reference laboratory was non-reactive. On (B)(6) 2025, a new sample from the same patient was tested, and the result was 2.70 coi (reactive).

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.